Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up for knowing customer's condition; customer is feeling well; customer received the new product replacement but customer is still testing with a competitor brand product. Customer has not seek medical attention since the las time on (B)(6) 2016.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 500 (non-fasting), 240 (fasting) and 453 (fasting) mg/dl. The customer's expected fasting blood glucose test result range is 89 - 110 mg/dl. During the call on (B)(6) 2016, the customer stated that feels well and did not report any symptoms. Customer's son stated that on (B)(6) 2016 the meter read 500 mg/dl(customer was not fasting). Customer's son stated that his sister administered insulin, since customer is on insulin scale, any reading above 180 mg/dl insulin is administered. Customer's son stated because of it customer went into a hypoglycemic state and they rushed customer to the hospital. Customer stated they do not recall the blood sugar at admission. Customer was hospitalized from (B)(6) 2016. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 526 mg/dl using truebalance meter and 500 mg/dl using truebalance meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 398, 453, 270, also customer is concern with 500 on (B)(6) 2016 9:12 am no fasting, and 240 (B)(6) 2016 7:36 am fasting customer's son stated on (B)(6) 2016 at 9:12 am the meter read 500 mg/dl (end user was not fasting). Customer stated that sister administered insulin, because customer is on insulin scale, any reading above 180 mg/dl insulin is administered. Customer stated because of it customer went to a hypoglycemic state, customer was taking to the hospital. Customer stated did not know how was the blood sugar at the admission. Customer is now using a competitor's meter. Memory of the meter on (B)(6) 2016: (B)(6).